Manufacturer narrative:
Due to the condition of the used stat padz rec'd for eval from the complainant, zoll was unable to evaluate them. The electrodes and electrode packaging were rec'd with an excessive amount of blood on them. Disposable products rec'd in this condition can not be properly handled in the zoll facility.

Event description:
Complainant alleged that the staff was monitoring a pt (age and gender unk). The staff had placed the anterior and posterior multi-function stat padz on the pt, but only rec'd a flat line display. There was no complex on the ECG trace. The staff then put another set of multifunction stat-padz on the pt, and they were able to successfully monitor the pt. There was no adverse effect on the pt as a result of the alleged malfunction.